Event description:
The device was used during a gastrectomy (sub-total). It was reported by the affiliate that one row of staple line was missing. The surgeon completed the case by putting on overstitches. There was no consequence to the pt.

Manufacturer narrative:
Based on the info received and the visual and results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and fired and formed all the staples as designed. The batch history records were investigated and there were no anomalies noted for missing staples during mfg. It shouldbenoted that a 100% visual inspection takes place during mfg to ensure that all staples are present prior to shipment. Mfg and engineering have been notifed of the reported incidetn. Co strives to understandeach incident as it is reported in order to continuously improved the products.